Manufacturer narrative:
The device was not returned to the manufacturer for inspection. Therefore, no technical inspection could be carried out and the error description provided by the customer, "insufflation abnormality", could not be confirmed. However, according to the reported issue, the cause can be attributed to a random electronic component defect due to wear. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient underwent an elective thoracoscopic. A storz insufflator was used at the start of the surgery, at which point it was found that the pneumoperitoneum could not be maintained in the patient, resulting in a poor surgical field of view. After ruling out insufficient co2 supply from the central gas supply system, the insufflator was determined to malfunction. The insufflator was replaced, after which it functioned normally; the entire process took approximately 20 minutes, and the surgery was successfully completed in the end. No negative impact in state of health reported.